Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/006 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and lens tear. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens optic torn/ split, haptic torn/ broken/ bent/ deformed and foreign material present on the lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4).